Event description:
Healthcare professional reported visualized "axillary ganglia, implant with radial folds, calcifications with a benign radiological appearance and multiple simple millimeter cysts" diagnosed via ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device. The record relates to the right side. Previous medwatch noted "right side rupture." Upon further information, allergan has determined that the event of "right side rupture" did not occur.

Manufacturer narrative:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of "right side rupture" did not occur. Hence rupture is being unreported. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b3, b5, b6, d4, d6a, d6b, h4, h6

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Lymphadenopathy-breast: unable to observe since it is not related to the device. Calcification-breast: not observed. Crease/folding of implant-breast: not observed. Cyst(s)-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported visualized "axillary ganglia, implant with radial folds, calcifications with a benign radiological appearance and multiple simple millimeter cysts" diagnosed via ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device. The record relates to the right side. Previous medwatch noted "right side rupture." Upon further information, allergan has determined that the event of "right side rupture" did not occur.

Event description:
Event of "multiple simple millimeter cysts" is not device related.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events lymphadenopathy, cyst, crease/folding of implant and calcification was received on september 03, 2024. With lot number 2900948. Based on the product analysis performed, the assessments of the complaints are: lymphadenopathy: unable to observe. Cyst: unable to observe. Crease/folding of implant: creases observed on the device. Calcification: not observed. As per the investigation procedure, observed an opening assessed as surgical damage and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.